Event description:
Pain in pt, x-ray conformation of loosening, stem removed relatively easily. Trilogy liner changed at the same time.

Manufacturer narrative:
(B) (4). Eval summary: the received x-ray image (pre-2010 revision surgery) was reviewed, and it was observed that the cement mantle appears to have disassociated from the surrounding bone, and the distal mantle appears to be broken. The devices were in-vivo approx 12.5 years. The device history records of the stem indicate that the component was manufactured and inspected according to specifications the stem and head were unavailable for analysis, and their conditions are unk. The mating acetabular shell component is unk, and its condition is also unk. Surgical notes from the primary surgery as well as the revision surgery are unavailable, and it is unk if the components were implanted with the correct orientation and fit as per the surgical technique. X-ray images post-primary surgery and from successive pt visits prior to the 2010 revision surgery are unavailable. Pt age, height, weight, and activity level are also unknown. Based on the above info and observations, stem loosening may have been due to one or a combination of the following mechanisms: misalignment of the femoral stem within the cement mantle. If the stem was inserted in a varus position, this may have increased the cement mantle stresses which may have resulted in distal cement mantle fracture and subsequent stem loosening. Inadequate cement mantle fixation. Cement mantle fracture may have led to stem loosening. Pt activity level and weight. However, no definitive cause analysis can be completed with certainty. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer inc considers the investigation closed.